Event description:
It was reported that the system 9900 has continual intermittent lock up problems. No patient involved with the reported event.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.